Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition. A review of the event history log found no problems. Delivery accuracy tests were performed and did not duplicate the reported issue. Based on the evidence, the root cause was unable to be determined as there was no fault with the device.

Event description:
It was reported that the device had an 8.9% error in delivery. No patient involvement was indicated.